Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector was damaged the following information was received by the initial reporter with the following verbatim. It was reported by customer that maxzero connectors cracked and leaking.

Manufacturer narrative:
The customer reported the maxzeros were cracked, and returned one sample of material mz1000-07, lot 24045599. The customer also returned 3 10 ml bd ns syringes. Upon visual examination, the maxzero was found to have cracks along the threaded area on the intake part of the maxzero luer. The clear plastic was cracked. No issue was observed or found when testing the syringes. The root cause could not be traced to the manufacturing process on a further look by the plant. The possible root cause is use, alcohol wipes can weaken the plastic (while it is wet, once dried, the plastic should retain its strength). Some time should be given (~30 seconds) to let alcohol dry on the luer, after sanitation.

Event description:
Material#: mz1000-07, batch number#: 24045599. It was reported by customer that maxzero connectors cracked and leaking. Verbatim#: rcc received a complaint via email. Email(s) attached: maxzero connectors cracked and leaking, product number - mz1000-07, lot number - 241345a00.